Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6), inratio: 2.5, re-test: 0.9. Time between tests: < 1 hour, therapeutic range: 2.0-3.0. The caller reports the following techniques: touching the finger to the sample well during testing (for both results). The strip code was not verified before obtaining the first inratio test result (2.5); the strip code number in the monitor was incorrect.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper use of the meter and improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.